Event description:
The patient was treated for an abdominal aortic aneurysm on (B)(6) 2018 with the implant of an afx2 bifurcated stent graft (bsg) and an afx vela suprarenal. It was reported on (B)(6) 2025 that a possible type iiib endoleak of the afx2 bsg was identified at routine follow-up. Angiogram and possible reintervention is scheduled for (B)(6) 2025.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was treated for an abdominal aortic aneurysm on (B)(6) 2018 with the implant of an afx2 bifurcated stent graft (bsg) and an afx vela suprarenal. It was reported on (B)(6) 2025 that a possible type iiib endoleak of the afx2 bsg was identified at routine follow-up. Angiogram and possible reintervention is scheduled for (B)(6) 2025. The scheduled angiogram and possible reintervention for (B)(6) 2025 was cancelled. A new date has not yet been set.

Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. Endologix requested medical records and medical imaging from the facility; however, these were denied as the facility policy that patient authorization is required. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix was unable to perform an evaluation of the device remains implanted in the patient. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. Due to the lack of receipt of relevant medical records and/or imaging; event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar incidents. Corrections: b5: describe event or problem - additional information g3: awareness date - updated h6: investigation type codes ¿ remove 4118 h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11.